Event description:
A caller reported a minimum fill notification while using a cartridge. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge but was unable to proceed due to insufficient insulin. Technical support guided the caller through the proper loading technique for a new cartridge, and arrangements were made for a replacement cartridge as a goodwill gesture.